Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pe valve leaking. Additional malfunction was the tywraps on the sieve beds being defective.